Event description:
Caller alleged discrepant results compared with the lab. Date: (B) (6) 2010, old inratio: 4.0, new inratio: 3.6 (old strips). Date: (B) (6) 2010, old inratio: 3.4, new inratio: 3.1 (new strips). Pt had a tia (speech) on (B) (6) 2010 at 10:10am.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filled. Inratio precision data provided by end-user lot: date: (B) (6) 2010, 1st inr: 4.0, 2nd inr: 3.6, mean: 3.80, sd: 0.28, %cv: 7.44. Since 7.44% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Inratio precision data provided by end-user lot: date: (B) (6) 2010, 1st inr: 3.4, 2nd inr: 3.1, mean: 3.25, sd: 0.21, %cv: 6.53. Since 6.53% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Pt on antibiotics. Antibiotics may interfere with coagulation test; as indicated on technical bulletin 101. Customer's result met accuracy and precision criteria. Product deficiency not established. Indicated that pt had been on antibiotic treatment; pt condition and treatment may affect test results. Functional test failed cell resistance specs. Visual inspection found contamination under heater plate. As of (B) (6) 2010, 6 discrepant result complaints were reported for lot # 214536 yielding a complaint rate of 0.018%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.